Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that stimulation was not covering the areas of pain. The patient had been reprogrammed multiple times. X-rays were also done to determine placement. Surgical intervention occurred and the leads were replaced. The issue was resolved and the patient was alive with no injury. Complex regional pain syndrome type I was noted as the patient's medical history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.